Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au5800 clinical chemistry analyzer. The fse replaced the ise (ion selective electrode) flowcell valve to resolve the issue. Patient demographics were not provided. (B)(4).

Event description:
The customer reported generating high patient results for na (sodium), k (potassium), and cl (chloride) on their au5800 chemistry analyzer. The erroneous patient results were not reported outside of the laboratory. There was no change to patient treatment. Quality control was within the laboratory's established ranges prior to event.